Event description:
The customer reported a leak of 20 ml of clear fluid dripping from under the act diff analyzer; the baths were overflowing as the instrument was doing a startup, and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak and found a clot in pinch tubing through lv13; the tubing was replaced resolving the leak and the bath overflow. Upon recur, the failure mode identified could potentially impact cbc/diff parameters due to improper draining of the baths.